Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The breathing circuit and flow sensors were replaced. The unit was returned to service. No report of patient involvement. (B)(4).

Event description:
The hospital reported intermittent bellows failure causing loss of mechanical ventilation. There was no report of patient involvement.